Manufacturer narrative:
The front bezel was returned for failure investigation. Previous investigations have shown that liquid ingress due to variability of the assembly process was the root cause of the reported failure.

Event description:
It was reported to philips that the device navigational ring is intermittently changing primers without operator input. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
B4:18aug2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed performance verification testing. Following the repair, the device was placed back into service. No parts were received for evaluation. Previous investigations have shown that liquid ingress due to variability of the assembly process was the root cause of the reported failure.